Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had infusion sets where the cannula was bent. Customer's blood glucose was 424 mg/dl. Customer treated with a shot of 5.0 units. Customer stated that her first infusion set had a no delivery alarm and she found out it was bent when she removed it. Customer changed her second infusion set again and it did work. Customer had the bent cannula on the first day of use. Customer had been using the infusion set for a couple of hours. Customer stated that the serter does not work well and falls off. Customer does not need to troubleshoot for the no delivery alarm. Customer called back later and stated that her blood glucose was running fine now.